Event description:
Device malfunction: none. Symptoms: stroke. Time of symptoms: 2006- during procedure. It was reported that the pt experienced a stroke during a stenting procedure of the ric 2006 and the condition is reported to be continuing with an improved condition. Treatment was given vasopressors/inotropes. The reported event resulted in prolonged hospitalization. Also the event was indicated to be persistent or significant disability. No additional information was available.